Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that a discordant, falsely elevated cardiac troponin I (ctni) result was obtained on a patient sample. Quality controls (qcs) recovered within acceptable ranges on the day of the event. The customer indicated that all probes were aligned and all drains were cleaned. A siemens customer service engineer (cse) was dispatched to the customer's site twice. The cse replaced the aliquot drain and sample 1 vertical belt, performed alignments, ran a bottom of cuvette alignment, and performed a precision study. The cse also ran service method tests (smt), system check, and qc, which recovered acceptably. Siemens further investigated the issue and determined that the customer's centrifugation protocol and the loose s1 vertical belt potentially contributed to the discordant, falsely elevated ctni result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on a patient sample on a dimension vista 500 instrument. The initial result was reported to the physician(s) and the customer alleged that the patient was treated based on the discordant ctni result. The customer does not have information regarding the treatment administered to the patient because the patient was transferred to an alternate facility. The patient was redrawn and the new sample (sample ID (B)(6)) was processed on the initial instrument; the result obtained on the new sample was lower than the discordant result. On (B)(6) 2019, both samples were repeated on the same instrument and on an alternate dimension vista instrument, resulting lower than the discordant result. The repeat result was reported to the physician(s) as the correct result. There are no known reports of adverse health consequences due to the discordant, falsely elevated ctni result.